Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On(B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up, down and ok buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission xx/xx/xxxx. Device evaluation: the device has been returned and evaluated by product analysis on 05/03/2017 with the following findings:.1 battery compartment crack near top left corner of grip pad. Unable to duplicate complaint of under responsive "up", "down" and "ok" button..2 removed keypad, no damage to button contacts or keypad flex cable. Opened pump, no damage to keypad connector or keypad flex cable. Keypad connector latch is secure.